Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. As the transmitter was replaced by tandem customer technical support (cts), the customer declined additional assistance from cts regarding this issue. No additional patient or event information was available.